Event description:
It was reported that during an unknown procedure after firing once, stapler would not open and tissue was torn because it would not open. Surgeon had to tear it off. Had to open another stapler.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the anvil closed? If yes, how was the device removed? Did the jaws eventually open? Was the device not able to be removed and subsequently the tissue was cut? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #939c75. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload present. The reload was received not properly loaded void of staples, the drivers exposed and knife recessed below the cartridge deck, the anvil returned partially detached from the washer and the plastic pins that join the washer and anvil were broken. Also, scratches were noted on the washer and the reload was received with the retaining pin up. This fact indicate that the reload was removed and tried to re-insert incorrectly and/or incompletely after the retainer was removed. A test reload was inserted in the device and it closed and opened as expected. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 939c75, and no non-conformances were identified.